Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-14941, 2017865-2020-14943. It was reported that the right atrial lead exhibited noise that was oversensed by the device. It was noted that the pacemaker pocket was superficial and painful due to a previous right ventricular lead revision. The reason for the previous revision was unknown. The pocket was relocated. It was also noted that the right ventricular lead had dislodged. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and oversensing were confirmed. Final analysis found that the insulation was crushed at 23.7 cm from the connector pin. The damage sustained resulted from clavicular crush.